Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ¿shunt regulation did not work properly.¿ the shunt was explanted and the patient¿s status was listed as alive ¿ no injury.